Event description:
Caller reported cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller planned to reset the pump when ready, with a follow-up promised if the issue persisted.